Event description:
It was reported that the physician could not interrogate the pt's generator and it was thought to be at normal end of service. Pt had device replaced and generator was returned to MFR for analysis. Upon analysis, it was found that end of service was confirmed based on battery voltage. During testing, transistor q10 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage increased the module's supply current consumption. The out-of-limit pulsing currents could potentially be a contributing factor to the end of service, however, the battery longevity calculation (-1.42 years remaining) determined that the end of service was an expected event. As the generator was received in an end of service state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined. The caged module met spec following the q10 replacement.